Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the tip of the prograsp forceps instrument popped off at the end of the shaft. A fragment from the instrument fell inside the patient and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to contact the surgeon in order to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm, prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have the proximal clevis located at the distal end dislodged from the main tube. The root cause of the dislodged proximal clevis is typically attributed to the user. No image or procedure video was provided for review. A review of the site's system/error logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is reportable due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the tip of the prograsp forceps instrument popped off at the end of the shaft and a fragment fell inside the patient. The instrument fragment was retrieved during the same procedure.